Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant was the patients device was no longer helping his pain. The patient underwent an explant procedure. No device malfunction was suspected. No further course of action. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.